Manufacturer narrative:
Results: a sample is not available for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6265837. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Manufacturer narrative:
The date of event is unknown. The date received by the manufacturer is used. (B)(4). Medical device expiration date: this device does not have an expiration date. Section h, device evaluation: a sample is not available for evaluation. A supplemental report will be filed upon completion of the investigation.

Event description:
It was reported that the needle from the suspect device broke in the patient's stomach during injection. She went to the ed and had x-rays. She was told they could see the needle and it would either come out on its own or it would have to be removed. The patient was referred to a surgeon at a different hospital. The surgeon gave her anesthesia for an unknown procedure. When the patient woke up, she was told the needle was not detected.